Manufacturer narrative:
Evaluation codes: results complaint could not be analyzed for patient discomfort at the ipg site by product testing alone. No visual or functional anomaly was found that could cause discomfort. As received, the ipg successfully communicated with the test patient programmer. The returned ipg passed all functional testing on the autotester. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was explanted due to discomfort at the ipg site after weight loss.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.